Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an unknown surgical procedure a 3.5 mm cortical screw broke at the head while tightening. Half of the screw remains in the patient¿s bone. The patient¿s condition was reported as stable and there was no surgical delay. Post operative x-rays were stated as not yet being performed at time of reporting. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: ¿the x-ray is very poor quality and I cannot see where the broken screw is.¿

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s weight was not reported. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the evaluation of the complaint article has shown that the screw is badly damaged and broken off just below head as complained; further investigation has shown that the head connection is deformed. The implant was manufactured in july 2014 according to the specification. Unfortunately we are not able to determine the exact cause which has led to this occurrence, it is likely that mechanical overload during tightening and/or the contact with the plate led to the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.